Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test, occlusion test, and p-cap / reservoir will not lock properly due to missing retainer. Unit passed selftest, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion and force sensor test. Unit properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Unit calibrated with sensor and test plug. No calibration anomaly noted. (B)(4).

Event description:
Customer reported via phone call that the plastic ring by the reservoir chamber had came off. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated reservoir was able to lock in place when inserted into insulin pump. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.